Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The device was not used on a patient with foreign material attached to the device. The user inspected the device to detect any malfunction prior to usage. There was no delay to start of pre-cleaning or manual cleaning. It is ¿unknown if all scope channels connected with tubes when the scope was setting up into the aer/ewd. The instrument/ suction channel were aspirated water using suction pump. There were no problems with accessories used for reprocessing. The instrument channel, suction channel, air/water valve/suction valve, biopsy valve was brushed with a gauze, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in operation manual chapter 3 preparation and inspection IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending section cover adhesive was broken, the connecting tube was corrugated, the universal cord was corrugated, the electrical connector was corroded, the forceps lever did not move smoothly due to the deformed forceps elevator wire, and the parts around the objective lens were discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had foreign material with the channel. The issue was found during preparation for use for a diagnostic procedure, which was completed with a similar device. There were no reports of patient harm.